Event description:
The silverhawk sxl was inserted in the patient's left groin, contra lateral over to the right leg. A few passes were made with the silverhawk and it was removed and cleaned once. The silverhawk sxl was inserted again in the patient and the nosecone was now visible on the angiogram monitor. Under fluoro, the silverhawk nosecone appeared to be inside a stent in the superficial femoral artery. The physician indicated to me that the battery of the silverhawk was not working and that the nosecone of the silverhawk was unable to be removed from within the stent. Several attempts were made to remove the silverhawk without success. The physician requested the assistance of another physician to remove the silverhawk. It appeared that the silverhawk was stuck within the stent. The physician decided to puncture the right groin and gain access to the wire in the right leg, then used a balloon in order to separate the silverhawk from the stent. After approximately an hour, the physician was able to pull the silverhawk into the distal end of the sheath. The sheath was then removed from the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.